Event description:
It has been reported that a pt fell out of the concerto shower trolley. No further info available at the moment. A visit to the customer will be planned.

Manufacturer narrative:
This report is being filed under (B)(4) by (B)(4) on behalf of the MFR arjo hospital equipment (B)(4), #9611530. (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.